Manufacturer narrative:
Upon receipt at our quality assurance laboratory, visual analysis identified a fiber body break at 27" distal to the connector, between the input connector and the fiber control knob. The fiber tip was in good condition, and the fiber card indicated the fiber was recognized and not expired. A device history record review confirmed the device met all manufacturing specifications, and according to the labeling review as it relates to the fiber break, the IFU states: "do not bend the fiber at sharp angles. Damage may occur to the fiber." There were no allegations reported. It is likely that the fiber body break inadvertently occurred when it was being removed from the packaging or being attached to the console. Based on the information available and analyses results, the interaction between the user and device caused or contributed to the error. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
A fiber was returned with no product allegations. Analysis of the returned device identified a fiber break at the fiber body between the input connector and the fiber control knob.